Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00203. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 76 days manufacturer's investigation conclusion: (B)(4). A direct relationship between the device and the reported event could not be conclusively determined through this evaluation. The center reported that the patient had a tte performed on (B)(6) 2018 which reportedly showed concern for ¿something¿ on the inflow cannula. The patient was pulsatile and their aortic valve appeared to open with every beat. The patient¿s ldh was not largely elevated, but the patient had been on and off their anticoagulation due to retroperitoneal bleeding. The patient was intubated in the ICU and on continuous renal replacement therapy (crrt). A log file was submitted for evaluation. The submitted log file showed the pump operating above the speed limit for the duration of the log file. There were no atypical alarms and the log file appeared to show the pump operating as intended. Multiple requests for additional information were issued to the customer with no further information provided. Thromboembolism, peripheral thromboembolic event, and thrombus formation are listed as potential risks that may be associated with the use of the hm3 lvas in the patient care and management section. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, the IFU outlines the recommended anticoagulation regimen and inr range that should be maintained for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The patient remains ongoing on vad support with no further issues reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that there was a concern about a transthoracic echocardiogram (tte) showing ¿mobile something on the inflow cannula¿. The patient was pulsatile and aortic valve appeared to be opening with every beat. The lactate dehydrogenase (ldh) has never been very high. Anticoagulation has been on and off due to retroperitoneal (rp) bleed. The patient, in ICU, was intubated and on continuous renal replacement therapy (crrt). The manufacturer¿s technical services representative reviewed the submitted log files and did not observed any unusual events in the log files. The additional information was requested, but not received.

Event description:
It was additionally reported that the patient passed away on (B)(6) 2017. The cause of death was unknown but was not thought to be device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus on the inflow cannula could not be confirmed through this evaluation, as no images were provided and the device was not returned for evaluation. In addition, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding and patient outcome cannot be conclusively established through this evaluation. The submitted log file showed the pump operating above the speed limit for the duration of the log file. There were no notable alarms and the log file appeared to show the pump operating as intended. Multiple requests for additional information were issued to the customer with no further information provided. The device was not returned for evaluation. The customer communicated that no additional information will be provided related to the outcome. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 22sep2017. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) (rev. C) is currently available. Section 1 of the IFU, ¿introduction¿, lists pump thrombosis, bleeding, and death as adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis, as well as how to respond to such events. In addition, section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.